Manufacturer narrative:
Product analysis: distal shaft was kinked distal to the guidewire entry port. A number of the distal stent wraps were stretched distally on the balloon and deformed. There was deformation to the distal tip. Cine images review: the images capture the lesion site in the rca . The images capture the placement of what appears to be the pre-dilation balloon but the inflation of the balloon is not visible. The previously deployed stent is visible in the proximal rca. The images then capture successful delivery and deployment of three unidentified stents in the vessel. The third stent is deployed inside the previously deployed stent, which may suggest restenosis of the stented section. There are no images capturing the attempted delivery and subsequent deformation of the resolute onyx device. (B)(4).

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat the patient. The target lesion in the proximal rca exhibited mild calcification, moderate tortuosity and 100% stenosis. There were issues noted when removing the device from the hoop. It was reported that the device was inspected prior to use with no issues noted , negative prep was not performed. The lesion was pre-dilated, the device passed through a previously deployed stent. No resistance was encountered when advancing and excessive force was not used during delivery. It is reported that stent deformation occurred in vivo during positioning/advancement. The physician completed the procedure using another resolute onyx stent. No clinical sequelae were reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.